Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by return of product and was visually inspected. A review of the device history records did not identify any related deviations or anomalies during the manufacturing process. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that our incoming inspection member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.